Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer forgot to hook herself back up to the insulin pump for several hours, and blood glucose levels rose to 425 mg/dl. The customer stated that they were unable to calibrate due to the high blood glucose levels. Advised to stabilize blood glucose levels and then calibrate. Troubleshooting was declined.